Event description:
A lab was performed at 2:30 which came back with a result of 23 mg/dl. While waiting for that lab result however, the pt tested hi on device #1 at 23:49, 127mg/dl at 00:02, and 309 at 00:12 on device #2, 231mg/dl at 00:08 and 217mg/dl at 00:13 on device #3. No treatment information was provided. The lab result came back with a result of 23mg/dl after these tests and customer was transferred to ICU. Quality controls were used and fell within acceptable limits. Customer did not know which device produced which result. She reported that up to 5 different inform devices were used over the course of the customer's stay. Requested return of suspect device and replacement was sent.